Event description:
The surgeon reported that during cataract surgery with attempted implantation of the istent, the stent became lost in the suprachoroidal space. The surgeon reported that he had great visualization, but there may have been too much viscoelastic and it may have placed too much tension on the iris root and he may have been to steep and slightly inferior, which resulted in a cyclodialysis cleft. The stent inadvertently fell into the suprachoroidal space and was not retrievable. A backup stent was implant successfully 2 clock hours away. The one day postop intraocular pressure was 11 mmhg. There is no intervention planned. Additional information was provided by the surgeon, who reported that he was unable to visualize the stent postoperatively using gonioscopy. There were no resulting complications and the cyclodialysis cleft was no longer visible. The patient is stable with a good prognosis and will continue to be monitored.

Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. Cyclodialysis cleft and stent malposition are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).